Event description:
It was reported that 10 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had insufficient additive. The following information was provided by the initial reporter: "a care service has just returned 10 tubes from lot 0069799 of ref 368861 which did not contain edta (dry traces on the walls of the tubes) and whose vacuum was intact."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to insufficient additive quantity as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had insufficient additive. The following information was provided by the initial reporter: "a care service has just returned 10 tubes from lot 0069799 of ref (B)(4) which did not contain edta (dry traces on the walls of the tubes) and whose vacuum was intact."